Event description:
A ventilator was returned to the manufacturer for service due to service required code. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.